Event description:
It was reported that the patient complained of 'spells' that 'didn't feel well,' and presented to the emergency room. It was not possible to interrogate the device, and no magnet response was seen either. It was suspected that the device was at end of life (eol), and the physician was informed of the device condition. It was further reported that the device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient complained of 'spells' that 'didn't feel well,' and presented to the emergency room. It was not possible to interrogate the device, and no magnet response was seen either. It was suspected that the device was at end of life (eol), and the physician was informed of the device condition. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.